Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available.

Event description:
The user facility reported to terumo cardiovascular that during out of box, the oxygenator shipping box did not contain normal protective packaging. It was discovered during receiving process. No patient involvement.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 7, 2022. Upon further investigation of the reported event, the following information is new and/or changed: d4: (additional device information - added exp date). E1: (address - updated establishment name). G3: (date received by manufacturer). G6: (indication that this is a follow-up report). H2: (follow-up due to additional information). H4: (device manufacture date). H6: (identification of evaluation codes 11, 3331, 4114, 102, 4307). Type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #2: 3331 - analysis of production records. Type of investigation #3: 4114 - device not returned. Investigation findings: 102 - incompatible component/ accessory. Investigation conclusions: 4307 - cause traced to component failure. The affected samples were not returned; however, the short video provided confirmed that the top molded pulp is not present. It also appears that the box was opened and retaped outside the tcv facility. The visual appearance is not alignment with our process and procedures a retention sample of the same product code and lot number was inspected and noted to have all components within the box. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.